Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per tech, dealer called in and stated the power chair had not been used in several years. Per tech, dealer stated they were able to get the power chair up and running and after testing the power chair the left motor began smoking.